Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue with the cartridge. The patient had changed cartridges multiple times without resolving the issue. The patient had blood glucose levels ranging from 39 mg/dl to 579 mg/dl. With moderate ketones. This complaint is being reported because the patient experienced episodes of hypo- and hyper-glycemia related to the unresolved cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.